Event description:
It was reported the patient¿s implantable neurostimulator (ins) was not working the way it should and she was in constant pain. The patient only felt stimulation on one leg when she laid down. When the patient stood up the stimulation was supposed to be working in her back, but it was not working in her back or her legs. The patient was supposed to feel stimulation in the back and down the thighs into both of her legs, but she was not. The patient felt stimulation in her abdomen. Earlier in the week when the patient started getting up and moving around they noticed that they didn¿t feel stimulation in the legs nor the back. The patient mentioned this all started last sunday. The patient was ¿fed up with the device, it worked, but they were fed up with it because it would work like it was supposed to work when they reprogrammed it, but then when the patient left there, a short time afterwards it started to work like it wanted to work.¿ no interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported the rep saw the patient about a month ago. The rep reprogrammed the patient. The patient¿s device and therapy were fine. It was the patient¿s spine that moved around a lot and caused the therapy to move from its original place. The moving of the spine was not related to the devices. There were no further interventions planned and the rep had not heard anything back from the patient.

Manufacturer narrative:
Concomitant medical products: product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 97754, serial# (B)(4), product type: recharger. (B)(4).